Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal and revision procedure of the femoral neck system (fns) devices due to a break below the fns plate secondary to fall. Initially, the patient was implanted with the original devices on (B)(6) 2020. It was mentioned that there was no hardware that was broken, just the bone around it. During the revision procedure, the fns implants were removed and the patient was revised to a trochanteric fixation nail advanced(tfna) device. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient status is unknown. This complaint involves four (4) devices. This report is for (1) antirotation screw for femoral neck sys 80mm length - sterile. This report is 1 of 4 for (B)(4).